Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es all scheduled medication order was not showing up and user indicated that no medication was available. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that all medications that were scheduled orders did not appear, and there were no medications available. A technical support specialist (tss) verified that the station man3tla was communicating with the server and confirmed there were no upload/download issues. The tss also confirmed that messages were crossing over to the server, reviewed the order settings and configuration, and checked the repeat pattern code configuration. It was found that "4 times per day" had not been mapped to a pattern code. The tss advised the customer to map this code depending on the pattern, description and time to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.